Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and moderately calcified coronary artery. A 10.0mmx40mmx80cm (5f) sterling balloon catheter was advanced for dilation. However, during second inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was removed and a balloon pinhole was noted. The procedure was completed with a different device. There were no patient complications reported and the patient status was good.